Event description:
Patient experienced high blood glucose (17-30 mmol/l). Patient had attempted to lower blood glucose by programming several boluses, throughout the day; however, blood glucose did not decrease, as expected. Late in the evening, pt was vomiting, and feeling shaky (blood glucose measure 30 mmol/l). Late in the evening, pt was vomiting, and feeling shaky blood glucose measured 30 mmol/l). Reporter transported pt to the emergency roo, where patient was tested for ketones (amount not provided) and treated with an insulin drip, and an IV of glucose and water, patient was discharged the following day. When pt removed pt's infusion site, patient discovered that the cannula was bent.